Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to be not reportable as the component did not contribute to the reported event, and remained implanted. The initial report should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is 3 of 3 being filed for the same patient (reference 1825034-2017-01331 / 01333 / 01334).

Event description:
It was reported that while inserting the screw, the tips of three drivers broke off inside the screw and a fourth was bent. It took over an hour to remove the broken heads in attempting to finish the procedure. The screw was ultimately removed, and a different model of screw was used to complete the procedure. The procedure was delayed by 60 minutes or more. Further information is not available.